Manufacturer narrative:
It was reported to abbott, a patient¿s patient controller app displayed the message. "Cannot connect to the generator, the generator is not responding". The patient stated having a procedure that day without placing the device in surgery mode. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent an unrelated surgical procedure wherein the cervical ipg was not placed into surgery mode. In turn, the ipg was unable to communicate with external devices and displayed the error message "cannot connect to the generator the generator is not responding." Surgical intervention may be planned to address this issue.